Event description:
A case of cardiac tamponade requiring intervention was reported where the baylis medical company nrg transseptal needle (nrg) and torflex transseptal guiding sheath (tfk) were used for transseptal procedure during a left atrial appendage closure (laac) procedure. Transseptal puncture was completed with the nrg and tfk under intracardiac echocardiography guidance. The nrg was removed and an amplatz wire (non-baylis device) was advanced through the tfk. A pericardial effusion was noted and subsequent cardiac tamponade occurred. The laac procedure was aborted, pericardiocentesis was performed and protamine sulfate was administered. The patient was kept overnight for observation. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the nrg transseptal needle with MDR report number 3019751610-2022-00066.

Manufacturer narrative:
As a baylis medical device was reported to be amongst the devices used in the procedure. Baylis medical has decided to submit this report. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.